Manufacturer narrative:
The subject product was reported to be available, however, the user facility would not release it for evaluation. Without a sample to evaluate, we are unable to definitively determine why the device was deploying broken fasteners. As reported, the device was used in an inguinal procedure. It is possible the device hit a hard structure or excessive counterpressure was used. The IFU for the optifix at precautions the user "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue" and "insertion of fasteners is possible into some collagenous structures such as ligaments and tendons, but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength." Device will not be released by user facility.

Event description:
It was reported that during a laparoscopic inguinal procedure using an optifix at, the tack split in half after the third tack was fired. The optifix at was only used in straight mode when trying to fixate a 3dmax. It was reported that it was tacked out lateral and the surgeon was able to retrieve the pieces from the body. Surgeon was able to complete the case by switching to an optifix device to obtain fixation. This is the surgeons second case using the device. As reported, there was no injury or impact to the patient.

Event description:
It was reported that during a laparoscopic inguinal procedure using an optifix at, the tack split in half after the third tack was fired. The optifix at was only used in straight mode when trying to fixate a 3dmax. It was reported that it was tacked out lateral and the surgeon was able to retrieve the pieces from the body. Surgeon was able to complete the case by switching to an optifix device to obtain fixation. This is the surgeons second case using the device. As reported, there was no injury or impact to the patient. Addendum: as reported per the sales rep., the doctor did not have to switch to another device (that information previously documented was not correct). The optifix at deployed fasteners with the exception of one fastener that split in half after the third tack was deployed. They were not working near the coopers ligament, and there was not cause identified such as hitting hard structure to identify why the fastener broke. The damaged fastener was removed without issue from the body. The rest of the fasteners deployed without issue and the device was used to complete fixation without further problem.

Manufacturer narrative:
The subject product was reported to be available, however, the user facility would not release it for evaluation. Without a sample to evaluate, we are unable to definitively determine why the device was deploying broken fasteners. As reported, the device was used in an inguinal procedure. It is possible the device hit a hard structure or excessive counterpressure was used. The IFU for the optifix at precautions the user "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue" and "insertion of fasteners is possible into some collagenous structures such as ligaments and tendons, but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength." Addendum: as reported, the surgeon was not working near the coopers ligament or any hard structures. A root cause as to why the fastener broke cannot be established. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device will not be released by user facility.